Event description:
It was reported that the camera head had image flickering on and off, the image became blurry, and the head section rattled. The event occurred during an unknown therapeutic procedure. There was delay in procedure, the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name -(B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.